Event description:
When the penumbra system reperfusion catheter 054 was opened and pulled out, only half of the catheter came out of the package. The technician said it looked like it had been cut. The sterile packaging was intact.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.